Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was exposed at the implant site and that their effect was also weakened. There were no signs of infection and no event that suspected anomaly of the device. The patient¿s ins and lead were removed at the request of the patient. It was noted the patient¿s outcome was listed as ¿hospitalization/recovered¿ as of (B)(6) 2020. The attending physician had no assessment in particular regarding the event. The patient had no injury at the time of report; no further complications were reported or anticipated.